Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for low readings.

Event description:
It was reported that the sensor is alerting sensor error. Customer is experiencing high blood glucose. Customer did not want to calibrate until she treated the high. The blood glucose reading is 180 mg/dl. During troubleshooting, found that customer is overtaping the sensor. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.